Manufacturer narrative:
Additional information provided in d.4., d.9., h.3. And h.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4)

Event description:
A surgical account manager reported that during cataract surgery with intraocular lens (iol) implantation, when the cartridge was inserted into the injector the surgeon could feel a grinding sensation and it appeared to be that the plunger was misaligned. The plunger was touching cartridge wall. The surgeon tried to realign cartridge in injector. When implanted the iol was not affected but the surgeon was concerned it could affect the iol. There was no patient contact.

Manufacturer narrative:
One opened company IV handpiece injector was returned for evaluation for the report of a grinding sensation. A visual inspection of the intraocular lens (iol) handpiece injector was performed and was found to be conforming. A dimensional inspection for plunger position height was performed and was found conforming. Finally, a functional thread to barrel engagement check was performed and was found to be conforming. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be conforming for all visual, functional and dimensional testing associated with the reported event, therefore an injector grinding sensation as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).